Event description:
It was reported that during a da vinci s surgical procedure, the site experienced a non-recoverable system error code #23020. With the assistance of an isi technical support engineer, the site was instructed to disable the affected pt's side manipulator #3, however, the fault recurred. Further troubleshooting actions were performed, however, the issue persisted. The pt had been under anesthesia, and the port incisions had been made when the surgeon decided to abort the planned procedure. No pt harm, adverse outcome, or injury was reported.

Manufacturer narrative:
The investigation conducted by isi field service engineering concluded that the system error code #23020 experienced by the customer was associated with the clutch button of the pt side manipulator (psm). The pt side manipulator is an instrument arm located on the pt side cart, that provides the sterile interface for the endowrist instruments. The system was repaired by replacing the affected psm. System error code #23020 appears when the da vinci safety system determines one of the switches in an specific manipulator is showing inconsistent signals on two switch leads. The system alarm (system generated fault code) functioned as designed, and there was no injury to the pt. Upon determining this condition, the safety system put da vinci in a "recoverable safe state". The psm was returned to isi for failure analysis investigation. Engineering was able to replicate the customer reported failure mode and concluded that the flat flex cable caused the error. As of 07/23/2009, there have been no reported recurrences of the issue at this hospital.